Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed via the evaluation of the submitted log file data. The controller event log file contained relevant data spanning from (B)(6) 2020 at 01:28:37 to (B)(6) 2020 at 12:43:54, per the timestamp. On (B)(6) 2020 at 12:39:07 the driveline was disconnected from the system controller, resulting in a pump stop event that persisted for the remainder of the relevant portion of the log file. The power cables were disconnected from the power source shortly after the driveline was disconnected from the system controller and ultimately remained disconnected for the remainder of the relevant portion of the log file. No other atypical events were captured. The pump appeared to have been operating as intended while the driveline was connected to the system controller. The account communicated that the patient appeared to have been using their secondary system controller as their primary system controller. An abbott technical services representative reviewed the log file data provided by the account and the results were communicated to the customer. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-015774, and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The heartmate 3 left ventricular assist system instruction for use (rev. C) contains the following information: section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 2-40: always ensure that the power cables are connected to a power source to ensure the heartmate iii pump will restart during a controller exchange. Section 2-54: ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. Section 5-23: at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 7-14: driveline disconnected alarm. Section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 left ventricular assist system patient handbook rev. C), contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was using the backup controller as the primary. It was reported that the patient had a low flow alarm and a driveline disconnect. The log file review revealed that the controller was in use as the primary. On (B)(6) 2020 the driveline was disconnected from the controller. The low flows mentioned were associated with the driveline disconnect on (B)(6) 2020. The log file also revealed 63 pulsatility index (pi) events that occurred on (B)(6) 2021. The pi events caused the vad (ventricular assist device) speed to drop below the low speed limit, which was set at 4900 rpm. Related manufacturer report number: 2916596-2021-01224.